Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es medications was not profiling correctly. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.